Event description:
It was reported that patient experienced an event where their was blockage at infusion set insertion site on (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.Address :(b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.